Event description:
According to the reporter: during an open distal gastrectomy after the firing was completed, the jaws of the device could not be returned to the straight position. This prevented the reload from being removed from the device adapter. The status indicator lights were illuminated blue and the battery was re-inserted. The status indicator lights did not change. To complete the procedure, another handle was used successfully. In an unsterile field, the battery was re-inserted again and the reload was able to be removed. No patient injury or extension in surgical time.